Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the probable cause of the reported event may have been the instructions for use (IFU) not followed. It was reported that when the user removed the advancer tube there was initially no pressure applied. It should be noted that the mynxgrip instructions for use (IFU) states: "while maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed." In addition, high activated clotting time (act) level (255), high systolic blood pressure (130's), and patient eliminating into a bedpan multiple times during hold may have contributed to the reported failure to achieve hemostasis. The review of the lhr (lot f1523104) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the physician's deployment was excellent, but when the radiology technologist removed the advancer tube he did not hold pressure. Bleeding was immediately visible at the skin level. The patient had been positioned on the bedpan and stated that she eliminated prior to closure, but had actually done so very little until multiple times during manual compression. Hemostasis was difficult to achieve. Hemostasis was achieved after approximately 55 minutes of manual compression during which a lateral-inferior hematoma of over 6 cm was managed. The only evidence of the bleeding event was ecchymosis. The patient's hospitalization was not prolonged as a result of the mynx event. No further information is available. Vessel location: coronary vessel size: 7 mm sheath size: 6f stick location: medium.